Event description:
Event description cpi received information that this bipolar lead was removed from service due to intermittent loss of sensing. The lead was replaced with a new lead of the same model.